Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have insulation damage on the conductor wire. The pieces were lifted with no potentially missing fragments, and no signs of arcing. The entire conductor wire showed signs of degradation. The housing was removed from the back end, and no damage was found. The instrument was tested for electrical continuity and passed. The instrument could not be placed on the in-house system due to its condition that could result in possible arcing. The root cause of the damaged insulation is typically attributed to a component failure. The instrument was found to have additional cracking or degradation on the adhesive (flash) used to hold the conductor wire in place. No pieces looked to be missing. This could be a result of poor cleaning techniques. The root cause for the conductor wire adhesive degradation could not be determined. A review of the site's complaint history does not show any additional complaints related to this product. A review of the instrument log for the fenestrated bipolar forceps (471205-17/n10200810 0085) was performed. The instrument was last used on (B)(6) 2021 on system sk1493. The alleged event occurred on the 11th use. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. There was no image or procedure video provided for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the instrument had conductor wire damage, which could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the "insulated cord" of the fenestrated bipolar forceps was identified as damaged. There was no patient involvement at the time the issue was identified. On 24-march, 2021, intuitive surgical, inc. (Isi) obtained the following additional information from the customer: the instrument was used during a procedure on (B)(6) 2021, but the surgeon had no issues with using the instrument. After that, the instrument was transferred for reprocessing. The robotics coordinator stated the cause of the insulation damage is unknown. The instrument was inspected prior to use, and there was no damage to the black conductor wire at that time. There was no evidence of arcing or sparks. The procedure was completed with the same instrument, and there was no injury to the patient. No fragment from the instrument had fallen inside the patient. The customer could not provide patient demographic information due to the hospital and patient privacy.